Event description:
Patient presented to endoscopy department as a transfer from intensive care for an egd [esophagogastroduodenoscopy] colonoscopy for gib [gastrointestinal bleeding]. Upon entering stomach with endoscope, patient's stomach was found to contain old blood and food debris, which were removed. Upon advancing further, patient's duodenal bulb was found to contain a large ulcer with a visible blood vessel (not actively bleeding). Epinephrine was injected into ulcer, followed by electrocautery being administered. One hemostasis clip was deployed with no problem, but the second clip mis-deployed. After this, blood began to stream out of ulcer. Various methods of treatment were used until hemostasis was achieved. Gi called cvir [cardiovascular interventional radiology] department to alert them of situation and make sure they were ready to take patient for embolization. Patient remained intubated and was transported from endoscopy to cvir with this rn, anesthesia resident. UDI-di number: (01)06932503530446(17)270616(10)m240617231